Event description:
The "rapid gas loss" alarm sounded immediately after the iab was inserted into the pt. An autofill was repeated twice but the alarms sounded again. No blood was noted in the tubing. The pump was changed from a system 97 to another system 97 but the same "rapid gas loss" alarm sounded. The iab was removed and a second iab was inserted. Event complications: none from the event - reported 9/30/98. Pt's current status: unk - reported 9/30/98.